Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high impedance and was possibly fractured. It was noted that the lv lead was configured lv tip to right ventricular (rv) coil. It was also reported that the impedance of the superior vena cava (svc) coil of the right ventricular (rv) lead showed a sudden jump and was high. The lv lead was capped and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, a lead warning alert triggered, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. An svc lead impedance alert occurred on 23 oct 2012 and 14 sep 2013. Maximum svc impedance varies between 49 and greater than 16000 ohms throughout the record.